Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016 with blood glucose of 9.6 mmol/l and 11.6 mmol/l. Customer had ketones. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. It was reported that high blood glucose was due to a bent cannula. Customer was hospitalized for thirty-eight hours in intensive care unit. Customer was wearing insulin pump at the time of hospitalization.